Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon deflation failure occurred. The 85% stenosed target lesion was located in the mildly tortuous and non-calcified cephalic vein. A 5.0mmx40mmx40cm (4f) sterling balloon catheter was advanced to dilate the lesion. However, during the procedure, the balloon would not deflate. A saline fluid was inserted to the inner lumen to the inflation fluid and the balloon was able to be deflated and removed from the patient's body. The procedure was completed with a non-bsc device. No patient complications nor injuries were reported.